Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.  Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour and no blood glucose levels were reported.

Manufacturer narrative:
The device was received undeployed. Oxidation was noted on the commutator cap. A rotational sensor error resulted in first prime ending early. Because priming ended early, the ratchet gear was not sufficiently rotated to release the release bar and deploy the needle. Small cracks were found on the top housing. It could not be determined when these cracks had occurred or if these cracks contributed to the oxidation of the commutator cap.